Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 20-jul-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 21-jul-2020: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal side, distal tip annual maintenance, failed dry leak test, distal cap/ case cracked, failed wet leak test, suction function not performed unit compromised, operation channel- primary slice by accessory, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 22-jul-2020.